Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 12, which had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. Customer support decided to send a replacement pump with updated software and instructed the caller on returning the faulty pump, ensuring they understood how to store the existing pump, transfer settings, and connect their cgm to the new device. Customer will continue to use current pump.